Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, it was identified that several disturbances were observed in the background levels of the analyzer, with none of them having a significant parallel impact on the baseline levels of the analyzer. Based on the motion data of several runs, a hardware defect in the actuators of the analyzer is suspected. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received 3 potential false positive results for patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #3016 generated a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat tested on a different platform the cepheid that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Run #3036 generated a sars-cov-2 negative, influenza a positive, influenza b negative result for a 2nd patient¿s sample. The patient¿s same sample was repeat tested analyzed on the cepheid that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Run #3107 generated a sars-cov-2 positive, influenza a positive, influenza b positive result for a 3rd patient¿s sample. The patient¿s same sample was repeat tested analyzed on the cepheid that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patients¿ samples were collected using nasopharyngeal in bd universal transport media. The customer confirmed there was no allegation of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. Three (3) mdrs will be filed one for each sample as per FDA guidance.